Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by speaking to the lab technician and was not able to reproduce the complaint because the issue was intermittent. Fse resolved the complaint by replacing the nozzle assembly. Fse verified the alignment, cleaned the detector lens, validated the analyzer by running quality control (qc) and precisions on all three levels of qc, which passed within acceptable ranges. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2021 through aware date (B)(6)2022. There were no similar complaints identified during the search period. The st tsh test code 072, analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack tsh, the highest concentration of thyroid stimulating hormone measurable without dilution is approximately 100 iu/ml, and the lowest measurable concentration is 0.03 iu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 iu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 iu/ml. The most probable cause of the reported discrepant tsh results was due to failure of the nozzle assembly.

Event description:
A customer reported discrepant patient results for thyroid stimulating hormone (tsh) on the aia-360 analyzer. The customer stated three (3) tsh patient samples ran the same day, resulted as a less than linearity was reported out and later repeated test results were normal. A field service engineer (fse) was dispatched to further investigation. There is no indication of any patient intervention or adverse health consequences due to the reported discrepant patient result.